Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-mar-2014, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient had a lead revision in (B)(6) 2011. The patient was not sure if they replaced or just repositioned the lead. The reason for the revision was because the patient fell off the back of a truck and the lead moved so they had to "re-do" it. No symptoms were reported. No further complications were reported/anticipated.